Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated capture threshold was observed on the left ventricular (lv) lead. Micro-dislodgement was suspected but could not be confirmed by x-ray. The device was reprogrammed in order to resolve the event and there were no adverse consequences for the patient.